Event description:
It was reported the pt experienced rib discomfort when stimulation was off. It was also reported the pt experienced numbness of the right side of his body and buttocks. Reprogramming was unsuccessful. The pt was admitted to the emergency room, but the date is unknown. The emergency room doctor believes the numbness is due to possible muscle spasms.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.